Manufacturer narrative:
The softcomponents of the housing are worn down heavily. Therefore, moisture entered the insulin pump and caused damages to the pump electronics and the buttons. This source led to an always activated button and unclearable e8 error messages. The damages led to the triggering of electronic errors. The problem mentioned by the customer is related to careless handling of the product.

Event description:
On (B)(4) 2013, it was reported that the patient's infusion device displayed e8 (power interrupt) and none of the buttons on the device were functioning. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.